Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and returned to guidant from a non-guidant company. There are no allegations against the device function.